Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator latch was not working. A field service engineer opened the remote manager side cover and removed the latch mechanism, identified that the latch was an older version and replaced it with an updated component, reassembled the remote manager and restarted the station, logged into administrative mode and successfully completed the required diagnostic testing, verified system functionality by performing multiple refrigerator access tests, all of which completed without errors or failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator latch was not functioning properly, produced a repeated clicking sound and then failed. The issue could be temporarily recovered but failed again almost immediately. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.